Event description:
Laserscope received the following report: "during a laser treatment of the prostate, the tip of the laser fiber blew apart. There was no harm to the patient."

Manufacturer narrative:
There was no harm to the patient. The fiber tip was most likely irrigated out (as stated below in labeling) or urinated out. Labeling is sufficient: the greenlight pv surgical laser system training manual, p/n 0126-3230, rev. F, page 32 under procedure warnings: "in the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material." Failure analysis: partial cap detachment as cap tip fractured at 0.14" from base of cap. Cap detached above laserscope insignia indicates extended energy usage. Heavy adhesive char present in adhesive zone. Fiber tip burned also and tip of cap missing. Unknown joules expended. No warranty form or fiber cards returned to confirm amount of fiber usage. Laserscope opened a corrective action request (car) in 2/06 for the 2080 cap detachment complaints. Corrective action included replacing the adhesive with a low absorption adhesive. Car was closed 6/06. A verification of effectiveness in 9/06 showed significant reduction in cap detachment complaints. This particular fiber was manufactured prior to the implementation of this corrective action.